Event description:
Related manufacturing ref: 3005334138-2023-00100. During the cryo-ablation procedure for atrial fibrillation, the introducer was fractured (sheath hub fracture). A second introducer was obtained which was also noted to be fractured (the root of the introducer was fractured). The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported material separation remains unknown.